Event description:
Note: this event, as reported, did not reflect an MDR reportable scenario; however, follow up information received on 09/19/2009 revealed an MDR-reportable malfunction. This manufacturer report is being submitted based on the follow up information. A hydrothermablation procerva procedure set was being prepared for a hydrothermablation (hta) procedure. According to the complainant, "during set up, the striker adaptor would not sit on the hta sheath". Follow up information received on 09/19/2009 revealed that adapter did not properly thread onto sheath, and the adapter only partially turned onto the threads of the sheath, therefore, small amounts of fluid dripped out. The procedure was aborted and a different procedure was performed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The lot number is not known, therefore, expiration and manufacturing dates are not known. The complainant has indicated that suspect device has been disposed and will not be returned; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant information is received, a supplemental medwatch will be filed. (B)(4).